Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked near the septum. The customer reported blood glucose level was "fine". The customer reloaded the cartridge and resumed insulin delivery.